Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Endoanchor mis-deployment; successfully retrieved via snare. No allegation of device malfunction or defect. Resolution of event: case continued with same devices and was completed successfully.